Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield modified skull clamp (a1059) was not returned; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause cannot be identified as the device was not returned. However, based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h6 (clinical, impact codes). Corrected field: h11 (additional mfg narrative). This supplemental medwatch is being sent because follow-up #1 was missing additional information received. Additional information: 1. Incident date. Answer: unknown. 2. Can you please provide more information on patient injury (laceration, etc.)? Answer: scalp laceration. 3. What type of procedure was performed during the incident? Answer: cervical fusion. 4. What revision/medical intervention was performed during the incident? Answer: laceration was sutured/stapled close. 5. Was there a delay in surgery due to product problem? If yes, how long (in minutes)? Answer: approximately 20 minute delay for wound closure and acquisition of a second skull clamp. 6. How was the procedure completed? Answer: replacement skull clamp obtained. 7. Please provide patient outcome and/or status of the patient. Answer: no lasting damage-patient recovering. 8. Please provide patient information (if available). Answer: not available. Investigation findings: the mayfield modified skull clamp (a1059) was not returned; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause cannot be identified as the device was not returned. However, based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) had a patient slip, resulting in an unknown patient injury. Information on surgical delay is unknown.